Event description:
(B)(4). Extreme bleeding including bleeding practically 20+ days out of the month. Lacking sex drive due to always bleeding, infections due to bleeding so much.

Event description:
(B)(4). Abdominal pain constantly.

Event description:
(B)(4). Extreme bleeding, extreme cramps, headaches, depression, confusion inability to focus, dizziness.